Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please provide the following: was there an issue with the straps not closing and adhering to the mesh or tissue? If not please explain what is meant by "when firing the staple, it did not close"? Was the device returned? If yes provide the tracking number?

Event description:
It was reported that the patient underwent a unilateral inguinal herniorrhaphy on (B)(6) 2018, and the absorbable straps were used. During the procedure, the device did not work properly, because when firing the strap, it did not close, thus, not stapling. There were no patient consequences reported. Another like device was used to complete the procedure. Additional information has been requested.